Manufacturer narrative:
Upon receipt, high powered microscopic visual inspection noted bodily fluid contamination in the lead barrels. A small dent was noted in the bottom rear edge of the device casing. A review of stored data found that the device had tripped 'one year remaining (oy)' on (B)(6) 2015 with a reported battery voltage of 3.068 volts. Further review of device memory confirmed that therapy was available at explant. Analysis of the data in the device diagnostics report section revealed an increase in power consumption beginning on (B)(6) 2015. The device was put through and passed all automated therapy verification testing which confirmed proper operation of the shocking, pacing, and sensing functions of the device, as well as lead impedance and telemetry. No higher than expected current drains were identified. No further testing was performed at this time as this device is currently on legal hold. Once the device has been lifted from legal hold, extensive detailed analysis of the device will be completed.

Manufacturer narrative:
(B)(4). Additional information will be provided following completion of laboratory testing.

Event description:
Boston scientific received information in (B)(6) 2015 that this cardiac resynchronization therapy defibrillator's (crt-d) battery was depleting faster than expected. The device was implanted in (B)(6) 2015. It was reported that the device's longevity was at seven months. However, when the outputs were reprogrammed, the longevity went from seven months to eight months. The boston scientific right ventricular (rv) lead and competitor left ventricular (lv) lead were programmed to high outputs. The patient's medical history was significant for atrial fibrillation (af). The patient was scheduled for device follow-up in three months. Boston scientific technical services (ts) suggested bringing the patient in after a month and submitting a copy of device memory for analysis if longevity still does not appear correct. This crt-d remains in service. No adverse patient effects were reported. Subsequently, boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2015. The device was explanted and replaced without incident. The device was received at boston scientific's return products department.